Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02693. It was reported, the pt's percutaneous leads had migrated. The physician explanted and replaced the leads with a paddle lead. Follow-up identified the sjm representative was unable to program the pt at her appointment since she had not charged her ipg. The pt will be reprogrammed at a later date. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.